Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect device system used. Reference medwatch report with patient identifier (B)(4) for the active suspect device system used.

Event description:
Reporter alleged obtaining a result of 343 mg/dl on the aviva system compared back to back with a result of 135 mg/dl on the active system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.